Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity warning triggered for a pacing lead due to unstable and high impedances, undersensing, oversensing, and a high number of short intervals on the sensing integrity counter (sic). Non physiologic noise was also observed during non sustained episodes. It was indicated at a later date that the patient was inappropriately shocked because the lead was loose in the implantable cardioverter defibrillator (ICD) header. The device remains in use. No further patient complications have been reported as a result of this event.